Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the urine did not flow. Also stated that the urine stayed in the tubing and was not draining.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "static positive air pressure". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the drain bag ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the urine did not flow. Also stated that the urine stayed in the tubing and was not draining.